Manufacturer narrative:
The returned device was evaluated. During evaluation, visual inspection demonstrated vertical lines on the display. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previously reported issues.

Event description:
It was reported the unit's display had lines going through it. Some of the displayed readings were obstructed by the distortion. It was noted that the device alarms were functioning properly. There is no report of any patient impact or consequence as a result of the issue.